Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she took a bolus and the entire reservoir of insulin was delivered into her body. The customer stated that she knew her blood glucose would go low, so she went to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.